Manufacturer narrative:
It was reported that the patient has patellar clunk syndrome. The surgeon requested a replacement poly insert for an arthrotomy. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has patellar clunk syndrome. The surgeon requested a replacement poly insert for an arthrotomy.